Manufacturer narrative:
Ocd qa performed retain testing to confirm reactivity of the jka antigens. Satisfactory results were obtained. The hospital's sample was insufficient for further testing and was not provided to ocd.